Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.